Event description:
Manufacturer report number: 3008452825-2021-00536. During a premature ventricular contractions (pvc) ablation procedure, while using the catheter the pressure value showed 40g-60g after the catheter pressure was lower than zero. The catheter was exchanged with another from the same lot, but the issue persisted. The catheter was exchanged for a third time, and the procedure was able to be completed with no adverse patient consequences.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys quartz unit with no error messages noted. Contact force was able to be rest to base line and was responsive to gram force. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.